Manufacturer narrative:
(B)(4).

Event description:
Procedure type: delta anastomosis. According to the reporter: using a 45amt, a side-to-side anastomosis between stomach and duodenum was done. To close the opening, tissue was temporarily closed with about 8 or 9 endo hernia 4.0 and transected with two 45amts along the closed line. The first firing was done with no problem. After the second firing, formed staples were scattered and only one third of the tissue from the proximal end was transected. The length of tissue to be transected was about two third of jaws. Using a 60amt, the remained part was resected. After the anastomosis, a gastric tube was inserted and no leakage was recognized, and the end of the staple line and crossed part were reinforced by suturing. There was oozing and tissue damage. Pt is under observation. Operating room time was extended more than 30 mins.